Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use. When the balloon catheter was used after rotablation, it was noted that the balloon ruptured at 8 atmospheres for 3 seconds. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use. When the balloon catheter was used after rotablation, it was noted that the balloon ruptured at 8 atmospheres for 3 seconds. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.